Event description:
It was reported that the patient received inappropriate therapy due to a lead fracture and sensing problem. The lead was reprogrammed with the detection off and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.